Event description:
Patient transferred lvad care to (B)(6) hospital, due to driving distance to (B)(6) hospital. On (B)(6) 2016, he was admitted to (B)(6) for dark urine noted over the weekend of (B)(6). In addition, patient's daughter noted yellow skin coloring. Ldh at osh was almost 1500 u/l (baseline 400 u/l) per outside record. Patient with documented compliance issues with inr lab checks, subtherapeutic inr's recorded in 2015. Patient's target inr 2-2.5 due to history of epistaxis; aspirin discontinued in 2014. Patient continued on heparin gtt on admission to (B)(6); pump with abnormal grinding on auscultation. Patient was taken for urgent exchange on (B)(6) 2016.